Manufacturer narrative:
Age, weight, ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Date of event: exact date not provided. Date of incident indicated as (B)(6) 2022. Catalog number: a complete catalog # is unknown, as the lot number was not provided. Lot number: unknown, information not provided. Expiration date: unknown, as the lot number was not provided. UDI number: unknown, as the lot number was not provided. Implant date: not applicable, as the cartridge is not an implantable device. Explant date: not applicable, as the cartridge is not an implantable device. Initial reporter: telephone number: (B)(6). Device manufacture date: unknown. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the lot number of the complaint product is unknown. Since the lot number is unknown, the complaint history review could not be performed. Conclusion: since the sample of the complaint product was not returned, and lot number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the cartridge spilt when using a platinum cartridge 1mtec30 to insert an intraocular lens (iol) into the patient's surgical eye. Account indicated that the cartridge tip was in the eye and the iol was partially inserted when the cartridge split occurred. The product lot number is unknown and the iol serial number was not provided. The device is not available for return. No further information available.